Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical support engineer (tse) during case setup that a non-recoverable error 32056 was observed on universal surgical manipulator (usm) 4. The system logs confirmed the error. Tse had the customer perform an emergency power off (epo) on the patient side cart (psc); however, the error persisted. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32056, 1123, and 48100 errors were confirmed and replicated. In artemis, the 32056, 1123, and 48100 errors were found indicating axes controller, arm (aca) in usm4 failed to initialize i2c device, usm encoder error, and the ac_4c reported a recoverable i2c bus error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca), yaw/ pitch housing flat flex cables (ffcs), and yaw sensor gear assembly were aba tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca, yaw/ pitch housing ffcs, and yaw sensor gear assembly were found to be the root cause of the reported event.